Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that the doctor was performing a hand assisted colectomy with the enseal device and the top of the jaw broke off into the patient. The doctor was able to visually locate the broken piece and remove the broken piece from the patient through the lap disc. The case was completed using a competitors device with no consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.